Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during setup the e360 ventilator had a sound of gas leakage in the oxygen (o2) inlet. There was no patient involvement. The service provider disconnected the o2 gas supply so there was no leakage sound.